Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the analog interface (ai) printed circuit board (pcb). The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to manufacturer specifications. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a flow sensor device alert. Although inquired, patient involvement is unknown at this time.